Event description:
As reported by the distributor rep, the catheter felt tight going through the introducer. It would not cross the valve, therefore, no "lv" took place. When difficulty was encountered withdrawing the catheter through the introducer, the catheter was pulled until it snapped. The end of the catheter remained in the introducer sheath and was able to be removed. There was no adverse affect on the pt.